Event description:
The end user reported one of the stretcher's transport wheels detached from the frame. There was no adverse event or allegation of injury associated with the reported issue. A replacement wheel was provided for repair of the stretcher and the original component was returned for evaluation.